Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -no. G6 type of report - follow-up. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - n/a h6 type of investigation-4102 (added vendor response and retain test results). H5 investigation conclusion - zcd00006/unconfirmed defect, 0003/sample required to determine cause. H10 investigation report reads as follows: investigation summary: "04/21/2021 12:19:42 cst ((B)(6) ). Added vendor response and retain test results. 05/03/2021 10:24:55 cst ((B)(6) ). No sample or photo were provided for evaluation of the concern. Without samples, it is difficult to determine a cause for the reported issue. Do to similar complaints on this item the vendor was contacted and the retain samples were tested for peel strength. The results were within specification. We will continue to monitor the reported issue and provide additional corrective action as needed."

Event description:
It was reported, bandage caused a "severe rash/burn on back." End user sought medical attention and prescribed topical medication.

Manufacturer narrative:
It was reported, bandage caused a "severe rash/burn on back." End user sought medical attention and prescribed topical medication. Phone call placed to end user, who provided additional information in regards to this incident. Reporter states she applied equate bandage to the middle of her back on (B)(6) 2021 to cover a surgical incision repaired with approximately twelve stitches and then lightly covered with vaseline as directed by physician. Reporter states, daily the site was cleaned and dressed with a new bandage until sunday (B)(6) 2021 when she realized the area had a "severe rash and was itchy." Reporter states, "she became very concerned and called her physician the following day (B)(6) 2021. End-user states she was instructed to come into the physician's office. End-user reports md prescribed 1% hydrocortisone cream to be used twice daily for 14 days. End-user is concerned at the mark the bandage has caused because the physician stated, "the bandage burned your back." Reporter is of the understanding by her physician that she needs a special cream or ointment to have the "burn area" heal. End-user is asking medline to pay for this and her medical expenses related to this incident. Samples and photographs are available and have been requested. No additional information is available at this time. Due to the reported incident, medical intervention and in an abundance of caution, a medwatch will filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, bandage caused a "severe rash/burn on back." End user sought medical attention and prescribed topical medication.